Manufacturer narrative:
Product complaint # ==> (B)(4) date sent to the FDA: 7/06/2021 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 the following information was requested, but unavailable: - in relation to needle, what is the approximate location of suture breakage? - did the suture separate completely? - were there any adverse patient consequences --------------------- all answers above are unobtainable. Once there is any update, we will update the information. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In relation to needle, what is the approximate location of suture breakage? Did the suture separate completely? What is current condition of the patient?

Event description:
It was reported that a patient underwent an an open reduction and internal fixation of the thoracic vertebrae on (B)(6) 2021 and suture was used. During the procedure, the suture broke when sewing the muscle tissue. Another like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.